Manufacturer narrative:
The device has not been returned to resmed for evaluation. It was reported the customer performed a hard reset on the device and the reported issue was resolved. (B)(4).

Event description:
It was reported to resmed that an astral device was inoperable and alarming. The device was not in use on a patient when the reported event occurred.